Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation the following devices were also listed in this report: triathlon sym cone aug sz c; cat# 5549-a-130; lot# ghxg1. Duracon s-1 10mm full wedge; cat# 6630-6-510 ; lot# hzt4ya. Med howmedica bone plug 1pk; cat# 6215-5-011; lot# cppaaf03bg. Med howmedica bone plug 1pk; cat# 6215-5-011; lot# cppaaf11ba. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1129689a. Osteonics univ. Distal spacer; cat# 1067-0016; lot# xv5e6e. Mrhk tib ins 10mm xs/s s1/s2; cat# 64813210; lot# llj399. Mrh tib rot comp xs-xl; cat# 64812100; lot# 186012a. Mrhk tibial sleeve; cat# 64812140; lot# llb219. Gmrs small femoral bushing; cat# 64952105; lot# lky637. Mrh tibial b/plt keel sml 1; cat# 64813110; lot# pxy6d. Gmrs small femoral bushing; cat# 64952105; lot# lky637. Gmrs dist fem comp std r 65mm; cat# 64812130; lot# llj768. Gmrs small axle; cat# 64952115; lot# ctd62982. Mrs fem stem w/0 body 15x127mm; cat# 64853115; lot# 243813c. Gmrs dist fem comp sml r 65mm; cat# 64952020; lot# nx37n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The following was reported: revision of the patient's right knee on the (B)(6) 2022 due to infection.